Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer reported that during training, it was noted the unit would experience an unexpected shutdown when the charge button is used during op check and pt stimulation. There was no pt involvement.